Manufacturer narrative:
During returned device evaluation, a reportable malfunction was discovered.upon visual inspection, it was noted that the tip of the eyelet had broken off. The screw, broken tip, and suture threader were not returned for investigation. The cause of the broken eyelet remains undetermined, however, probable cause can be attributed to prying/leveraging forces being used.

Event description:
It was reported that during an anterior cruciate ligament surgery the screw of the device was not connected with the suture. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. During returned device evaluation, a reportable malfunction was discovered. Upon visual inspection, it was noted that the tip of the eyelet had broken off. The screw, broken tip, and suture threader were not returned for investigation. The cause of the broken eyelet remains undetermined, however, probable cause can be attributed to prying/leveraging forces being used.